Event description:
It was observed that during the device evaluation, that the subject device exhibited cut mark in the middle of probe¿s cable section and scratch mark on probe tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cut mark in the middle of probe¿s cable section and scratch mark and probe tip a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.